Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver not turning on. A receiver boot test was performed and failed due to the receiver not turning on. A manual "test sound" test was not performed due to the receiver not turning on. Functional tests were not performed due to the receiver not communicating with the functional tester. An internal visual inspection was performed and passed. The audio speaker resistance was measured and passed. The receiver log was downloaded not and reviewed due to the receiver not turning on. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.